Event description:
A patient had cardiac surgery with the use of a harvested homograft from a tissue donor. The patient stayed in the hospital for about 2 weeks postoperatively and was then discharged to an acute rehab facility. Approximately 3 weeks later, the patient returned to the hospital and was diagnosed with endocarditis. Despite being treated with antibiotics, the patient's condition continued to deteriorate. The patient ultimately experienced cardiac arrest, and resuscitation attempts were unsuccessful. An autopsy revealed the presence of aspergillus fumigatus. The source of the infection was thoroughly investigated and included the consideration that the donor tissue might have been infected before implantation. However, the investigation could not confirm the exact source of the infection.